Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.